Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, although the pt was 20/20 at day one, he seems to have 1.00 d of cylinder (unexpected). The surgeon stated the pt has a small pupil which makes it difficult to see the lens position. The surgeon stated that on the last visit (date unk), the pt had mild cme (cystoid macular edema). The surgeon reported the pt has a history of diabetes. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no root cause can be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based of these findings, the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 07/08/2011 and 07/26/2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).